Event description:
The user facility reported that during a transurethral resection of prostate (turp), the users observed arcing and smoke between the connection point of the high frequency (hf) cord and the working element. The procedure was completed using a different working element and cord. There was no patient or user injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The evaluation confirmed the evidence of stains, arcing and thermal damage inside the teflon body. In addition, there were scratches and stains noted on the teflon body shaft. The exact cause of the user's experience could not be determined. This report is being submitted as an MDR in an abundance of caution.